Event description:
It has been reported to co that the occlusion ballooned deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilitation balloon and inflated it. The physician noticed on the fluoroscope that the occlusion balloon had deflated unexpectedly. The pt is reported to be fine.